Event description:
During a follow-up, low sensing and loss of capture were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.